Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Infusion site changes were performed to address the issue. The customer's blood glucose (bg) level was 270mg/dl at its highest and a correction bolus via the pump was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts advised the customer to contact their healthcare provider to discuss different infusion sets that may work better with the customer.